Manufacturer narrative:
Pump was returned for investigation. Foreign material was observed on impeller. No other physical abnormalities were observed. Data logs shows the drop in snr while pump was set to p-level 8. Also, there were some improper positioning and the impella in aorta alarms reported. The cause of thrombus the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in japan reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. There was left ventricle (lv) waveform dissociation. The lv waveform changed after imaging from about 5 days after using impella. It equaled the aortic pressure values, the position in aorta alarms sounded, so the echo confirmed the impella pump position multiple times. The position was confirmed by imaging, but it was in the same position and there was no problem with the positioning of the pump itself. Additionally, the complainant reported upon removal of the impella device, there was a thrombus like substance near the impeller.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was returned for investigation. No burr/sharp edges were found on return product during visual inspection. No other physical abnormalities were observed. During test, 5s optical parameters were within specification. Data logs shows improper positioning and the impella position in aorta alarms reported with active suction alarm. The root cause of the optical signal issue was patient condition related based on data logs and returned product review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. D6a/d6b updated with additional information. F6 and f8 should have been left blank. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2023-03920. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-03920.